Manufacturer narrative:
The device was not returned for evaluation. Since a sample was not returned. The reported event could not be confirmed. A potential root cause for this failure could be "missing or incorrect position of tip indicator".the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿self catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided."

Event description:
It was reported that the patient sometimes had difficulty inserting the catheters. He noted that when that happened he backed it up a little bit and tried again. If that didn¿t work, he threw the catheter away to use another.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that sometimes the patient has difficulty inserting the catheters. He noted that when that happens, he backs it up a little bit and tries again. If that doesn¿t work, he throws it away and gets another.